Event description:
Literature was reviewed regarding ¿ dislocated thrombus aspiration with computer-assisted vacuum thrombectomy during endovascular aortic repair: a bailout procedure¿ a patient was diagnosed with a fusiform aneurysm in the descending thoracic aorta . The last CT scan demonstrated increasing diameters of the aneurysm in eleven months, reaching 62 mm, previously 58 mm and chronic occlusion of the coeliac trunk. The patient also had a stable chronic dissection in the distal ascending aorta which was under follow-up. Due to the increasing aneurysm diameter, an tevar procedure was planned. During the procedure, a valiant stent graft was inserted . The position of the device was confirmed , with the proximal landing zone at the isthmus, and the stent graft was then deployed in the descending thoracic aorta. A second stent graft (non medtronic ) was inserted and deployed. The proximal landing zone was within the first valiant stent graft and its distal end was found just above the superior mesenteric artery, covering the chronically occluded coeliac trunk. CT imaging confirmed correct positioning of the of the stent graft, but also demonstrated displacement of the mural aortic thrombus, causing a large filling defect of the superior mesenteric artery at the ostium, while the right renal artery was not visible. Repeat angiograms were done to understand the extent and position of the thrombus; arterial blood gas showed rapidly increasing lactate levels (reaching 2.1 mmol/l). Considering the chronically occluded coeliac trunk and evidence of malperfusion intervention was performed. An aspiration catheter was inserted and used to aspirate the thrombus. After aspiration of a abundant amount of thrombus final angiographic control confirmed procedural success, with complete patency of the right renal arterial lumen and restoration of flow in the superior mesenteric artery. The procedure was completed using heli-fx endoanchors to ensure fixation of the graft. A CT scan performed a few days after surgery showed good stent graft outcome and the patient did not show any signs of visceral ischemia during hospitalization. It was said for this patient aggravating factors that led to the thrombus dislocation were the chronic coeliac trunk occlusion and renal insufficiency. No additional clinical sequelae were provided.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled: dislocated thrombus aspiration with computer-assisted vacuum thrombectomy during endovascular aortic repair: a bailout procedure murana g, buia f, fiaschini c, pacini d european journal of cardio-thoracic surgery 2025, 67(6), ezaf184 doi:10.1093/ejcts/ezaf184. Date of publish used for incident date in section 2.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.